Manufacturer narrative:
Omit: concomitant med prod data, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the syringe pump modules would not detect the syringe could not be confirmed or replicated during the investigation. Syringe detection was performed for both suspect syringe modules and the reported issue was not replicated. The test showed both syringe modules recognizing the installed 1 ml and 3 ml bd syringes. A preventive maintenance (pm) test was performed on both suspect syringe modules through alaris system maintenance (asm) passing all tests indicating the devices are within specifications. Functional testing performed showed both syringe modules working as expected and within specifications. Suspect syringe module s/n (B)(6): on (B)(6) 2025 at 8:22 am an infusion was programmed and started at a rate of 1.8 ml/hr and volume to be infused (vtbi) of 0.9 ml; a bd 10 ml syringe was selected. At 8:52 am the infusion was completed. Suspect syringe module s/n (B)(6): on (B)(6) 2025 at 6:46 am an infusion was programmed and started at a rate of 2 ml/hr and volume to be infused (vtbi) of 1 ml; a bd 10 ml syringe was selected. At 7:16 am the infusion was completed. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. All inspected parts were manufactured by bd. The bd syringe loading alaris pca and syringe modules tip sheet provides the user with a step-by-step guide on how to properly install a syringe into a syringe/pca module with additional instructions to ensure a proper installation and avoid start-up delays, delivery inaccuracies and delayed generation of occlusion alarms. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the devices were disassembled for this investigation. Please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any third-party parts found. Root cause: the root cause of the report that the syringe pump modules would not detect the syringe could not be determined during the investigation. The returned devices were fully evaluated, and no issues or anomalies were observed with the suspect syringe modules during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that two of their syringe pump modules would not detect the syringe when connected to the pcu. There was no patient involvement. The customer indicated that the two syringe pump modules would not recognize 1& 3ml bd syringes.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed the actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that two of their syringe pump modules would not detect the syringe when connected to the pcu. There was no patient involvement. The customer indicated that the two syringe pump modules would not recognize 1&3ml bd syringes.